Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. It was not reported if peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up, it was reported that the patient was diagnosed with bile duct cancer prior to starting peritoneal dialysis (pd) therapy and further clarified that the patient did not experience peritonitis. The patient was no longer performing pd therapy and had not been for the past 1.5 months. Baxter devices are no longer considered suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.